Event description:
It was reported that electrode seven of the extension had an internal twist. It was noted that there was a ¿canal¿ twist. It was noted that there was a screw issue. It was noted that there was impedance of >20 ,000 ohms on electrode seven. The event occurred during the procedure. It was noted that the extension was never implanted. A different product was used and the issue was resolved. There were no patient symptoms or complications associated with the event. Additional information received reported that after the first attempt to implement the electrode the healthcare professional (hcp) screwed and unscrewed. The electrode could not be set up correctly after. In response to the question ¿does this mean that electrode #7 was twisted by application of the setscrew¿ the manufacturing representative replied ¿yes that is indeed the case.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37082-60, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.